Event description:
It was reported that a malfunction occurred on the pump, identified as malf 12, recurred multiple times, and was reset by the customer. There was no adverse impact to the customer's blood glucose level. The customer opted for mdi as a backup therapy, and cts arranged for a replacement pump to be sent while providing instructions on returning the malfunctioning pump.